Event description:
The patient reported the device was not working and that she "heard something snap". The patient further reported the device had been "turned off" and not turned back on and that she has had nothing but problems since. Follow-up was conducted to obtain additional information, but the attempts were unsuccessful. Records indicate the device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.